Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that they patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to sui. It was reported that the patient underwent an implant of an align product (B)(6) 2011.